Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that while in use with humidifier from recalled device, the outlet caught on fire and produced sparks. Patient states there was "big loud, like explosion" and "sparks went everywhere. Patient also states the fire issue "went through my lungs" but does not state harm specifically. No serious patient harm or injury reported. Patient already returned the device, and it has been scrapped.